Event description:
It was reported to covidien on (B)(6) 2013, that a customer had an issue with a circumcision device. The customer stated that the circumcision device did not remain tight during a procedure leading to excess bleeding from the 12 o'clock position. The customer further reports that gel foam and pressure were applied.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.